Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a stimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution, not using antibiotics preoperatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The implanting clinician stated the cause of the edema was unknown. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the edema is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported both legs are swollen and red. The patient did not to go to the ER as initially reported, but went to their primary care doctor. Small edema was identified, but infection was not present and no medication was prescribed. At a follow up appointment on september 27, 2022, the edema had resolved, no signs of infection or other issues were present, and the patient was doing well.